Manufacturer narrative:
H10: received one used list #ch2000s-pc, spinning spiros® closed male luer, purple cap; lot #4428875 and unknown list #, bd plastipak 30 ml syringe; lot #unknown on december 16, 2021 for evaluation. No damage or anomalies were seen on the provided bd syringe. The spiros was leak tested and the spiros did not leak. No damage or anomalies were seen. The reported complaint of leakage can not be confirmed. The lot history was reviewed and no nonconformities were found that may have contributed to the complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event involved a spinning spiros that the customer reported a leak of doxorubicin. There is no report of adverse event. No additional information was provided. This is the second of two events reported.